Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low-level failures alarms are confirmed in insulin pump history file due to a broken trace at keypad assembly. No the motor arm cannot communicate with the main arm alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on unknown with blood glucose of 480 mg/dl. The customer's other blood glucose was 160 mg/dl, 163 mg/dl, 165 mg/dl. The customer states that insulin pump had pump error. Customer was able to clear the alarm and able to rewind the pump. Customer also assisted with self test and it was passed. The insulin pump will not be returned for analysis.